Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospital due to bent cannula. Customer's blood glucose was between 600 mg/dl and 700 mg/dl. Customer reported of going to the emergency room in (B)(6) or (B)(6). Customer did not remember reason for going to the emergency room, but states of being there for 24 hours. Customer reported that when hospital removed cannula, it was bent. During troubleshooting, customer reported to have received no delivery alarms. Customer was not able to troubleshoot, stating that issue was resolved when belt was loosen as it was too tight causing tubing to tangle. Customer also received lost sensor alarm.